Event description:
Device malfunction: bent stent struts. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a mid-left internal carotid artery stenting procedure, while attempting to retrieve the embolic protection device, the retrieval catheter would not advance through the stent. Reportedly, it was assumed that the struts of the stent were bent causing obstruction. A balloon catheter was advanced through the stent without problems and inflated successfully, however, further attempts to cross the retrieval catheter through the stent continued to be unsuccessful. A non-abbott catheter was successfully used to retrieve the embolic protection device. There were no adverse pt effects reported. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info. The emboshield pro embolic protection device lot# 520470, is being filed under MFR report # 9616695-2008-00168.